Event description:
The customer contact reported a leak. On an unspecified date, the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver an unspecified concentration of morphine, at an unspecified rate, via a symbiq pump. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from the distal end of the backcheck valve of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.